Event description:
It was reported the light source displayed error codes e101 and e102 ¿ temperature error. The issue occurred during an undisclosed procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
E1 establishment full name: (B)(6) university. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was not confirmed. Based on the results of the investigation, it is presumed the possibility that due to insufficient thermal paste of the xenon lamp, the phenomena occurred. Olympus will continue to monitor field performance for this device.